Event description:
Per phone call, it was reported that the swg unraveled when removing it from the patient. The swg was removed in it's entirety without issue or medical intervention. It is not known if the occurrence caused a delay, however, there was no death or complications to the patient. Despite multiple calls to three different hospital personnel, no additional information could be acquired.

Manufacturer narrative:
(B)(4).